Event description:
It was reported that a small volume folfusor had a ruptured bladder. This occurred while filling the device. The unknown drug and diluent remained inside the housing. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.